Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress of repeated use, external factors and/or handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was more than 1 millimeter square area of peeling of the insertion tube coating of the non-bending section (ig serpentine). This is attributed to deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for a water leak issue. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that there was more than 1 millimeter square area of peeling of the insertion tube coating of the non-bending section (ig serpentine). This medwatch is being submitted for the reportable issue of more than 1 millimeter square area of peeling of the insertion tube coating of the non-bending section (ig serpentine) as observed during device evaluation.